Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/model sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the current controlling transistor q1 was shorted on the bedside board. This prevented the charger from properly charging a battery pack. The root cause for the shorted component was unable to be positively determined. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.

Event description:
During the fitting for a (B)(6) male pt, a pt service representative (psr) called zoll customer support to report that the pt's battery charger was displaying fault messages. The pt was issued a replacement battery charger/modem.